Event description:
It was reported that a uv flash transfer set had a gap between its spike and a uv flash twin bag. The issue was noticed upon connecting the spike. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.